Manufacturer narrative:
The reported event of stripped setscrew was not confirmed. The pacemaker was in normal range of operation upon receipt. Mechanical and visual analysis revealed septum punch outs in right ventricular septum and damage due to incorrect usage of tools. The reported event was due to incorrect wrench insertion. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that the patient presented for a device change out procedure. During the procedure, the pacemaker to be implanted exhibited loose or intermittent connection with the leads when the set screws were turned. The pacemaker was replaced during the same procedure on (B)(6) 2021. No patient consequences.